Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water channel had foreign material (white foreign material). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image of the scoop isn't showing up in the green box for the scoop guide was due to angulation had play and angulation had less or specified value. And for air water channel had foreign material (white foreign material) cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had no image. The issue occurred during inspection for use. There were no reports of patient involvement.